Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown stryker hip. The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report.

Event description:
It was reported by the patient's attorney as a result of a legal claim that allegedly the patient suffered an injury when a stryker hip implant failed and was revised on (B)(6), 2014